Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the patient experienced an event of hyperglycemia on (B)(6) 2026, which was treated with insulin bolus. No further information is available.